Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter will be retained by the user facility risk mgmt dept. Therefore, a sample eval could not be performed.

Event description:
It was reported that approx two months post ivc filter implant, the pt presented with abdominal pain. Imaging demonstrated that one filter leg extended through the wall of the vena cava and the filter had migrated caudally. Several days later, the ivc filter was successfully retrieved and another ivc filter was implanted.